Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +17.5d) was explanted from the left eye due to patient unhappiness with their vision.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Additional data: d9, h3, h6. The lal was cut into multiple pieces during explantation. Only a visual inspection of the returned lal pieces was completed; no device problem found. No additional evaluation could be performed due to the condition of the lens.